Event description:
Note: event date is unk. It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilation procedure (over 18 year old). According to the complainant, after completion of the procedure, vacuum was applied, however, the balloon did not fully deflate and became caught in the scope. The balloon required cutting in order to be removed from the scope resulting in damage to the scope. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no add'l complaints have been recorded for this lot. The c.r.e. Balloon dilatation catheter, directions for use (dfu) instructs the users to deflate the balloon fully before withdrawing the device. Based on the details of the event it appears that the balloon was not fully deflated, therefore, not used in accordance with the dfu. The most probable root cause is user / use error. (B)(4).